Manufacturer narrative:
(B)(4). Method: actual device not evaluated - device is still implanted within the patient; therefore, not available for evaluation. Manufacturing review - manufacturing and qc records were reviewed. Sterilisation process review - review of sterilisation record confirms that product was sterilised to specification. Results: no failure detected - manufacturing review confirmed that the product was manufactured to intended specifications. Conclusion: device not returned - device still implanted within the patient. A review of the retained manufacturing and quality records (with specific emphasis of the base material permeability and device porosity testing) confirmed that the product was manufactured to the intended specifications. The whole batch of 3 passed porosity testing well below acceptance limit of 87ml/min/cm3 with minimum reading of 20ml/min/cm3 and highest reading of 40ml/min/cm3. A 5-year review of similar events that covered all woven grafts gave a low occurrence rate of (B)(4) (complaints v sales). There have been no similar complaints received from other units of the same batch. As no graft was returned for further investigation vascutek now considers this complaint closed. Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time.

Event description:
The event was reported as follows: there was some bleeding along one of the manufactured suture lines of the graft which required the surgeon to over-sew with pledgeted sutures. This slowed the procedure down by a minute or two and had a small amount of additional blood loss.